Event description:
Reporter alleged obtaining discrepant blood glucose values of 203 mg/dl back to back with a result of 457 mg/dl when testing was performed 1 minute apart on the compact plus system. Reporter stated she dosed 12 units of sliding scale insulin based on the comparative results and her glucose lowered 1/2 an hour later and customer had to self treat with something sweet due to experiencing hypoglycemic symptoms during that time. No other actions were reported taken and no treatment was reportedly received. A request was made for the return of the suspect product and replacement product was sent.